Manufacturer narrative:
The field service representative found the rinse mechanism vacuum line was broken. He replaced the broken vacuum line, which appeared to solve the issue. The customer performed calibration and qc, which were within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 5 patient samples on a cobas 6000 c (501) module. Patient 1: the initial result was 160 mmol/l and the repeated result was 135 mmol/l. Patient 2: the initial result was 176 mmol/l and the repeated result was 140 mmol/l. Patient 3: the initial result was 175 mmol/l and the repeated result was 138 mmol/l. Patient 4: the initial result was 173mmol/l and the repeated result was 133 mmol/l. Patient 5: the initial result was 165 mmol/l and the repeated result was 142 mmol/l. The repeated results were obtained on another c501 module. The repeated results were believed to be correct. The results were reported to the physician.

Manufacturer narrative:
After service, no further issues were reported. The investigation determined the service actions resolved the issue.